Event description:
It was reported that the ventricular lead had a chronic high threshold. The lead was replaced. No patient complications have been reported as a result of this event. It was also reported that the patient's atrial lead had low impedances,sensing difficulty, and a suspected insulation breach. When the atrial lead was configured to unipolar, the patient experienced muscle stimulation. The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) inner insulation breached; full lead in segments analyzed. (B) (4) inner insulation breached; partial lead in segments returned and analyzed.